Manufacturer narrative:
Additional information was received that manual ventilation was still working and available. The initial report was not hazardous and was not a reportable malfunction. H3 other text : additional information was received that manual ventilation was still working and available. The initial report was not hazardous and was not a reportable malfunction.

Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The bag was replaced by the customer.

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. There was no report of patient involvement.